Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the uninterrupted power supply. Communication was reestablished. System was tested to factory specifications.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.